Event description:
While performing preventive maintenance service, the manufacturer's service technician reported the remote alarm did not pass testing. The ventilator is equipped with a remote alarm/nurse call connection to activate alarms remotely. The customer did not report the occurrence during any previous usage and there was no patient harm reported. The service technician replaced the cpu pcb board to address the finding. Functional tests were performed to operating specifications with no further problem reported.